Event description:
A healthcare facility in canada reported via a fisher & paykel (f&p) healthcare field representative, that the 950n81j neonatal ventilator dual heated circuit was observed to be damaged and leaking air after 9 days of patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not available as the subject device was discarded by the healthcare facility. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.